Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported that  the "pads make you raw real bad so I don't wear one around the house." Patient stated they do not have as much pain as they did, their bladder was not hurting as bad and they were not really sore. The patient stated "I upped it a point on my shocking thing. Do I up the shockage if I get a bad leak?". No further complications were reported at this time.